Event description:
It was reported that customer experienced a continuous glucose monitor error and needed assistance restarting sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through a full pump reset, confirmed that the error did not recur, successfully started new sensor session, and planned to load new cartridge independently.